Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; and additionally, a different issue was also identified [malfunction code 03]. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was taken via ambulance to the emergency room (ER) and was subsequently admitted to the hospital. Reportedly, the customer¿s blood glucose was ranged from 450-594 mg/dl, was nausea's, and vomited. A manual insulin injection was administered to address bg. Customer was treated with intravenous fluids of insulin and saline and was released on (B)(6) 2024, with the issue resolved and no permanent damage. Reportedly, the pump shut off unexpectedly. Additionally, it was reported that the wake button required multiple presses to turn on pump screen. Customer declined to provide information regarding alternate insulin therapy.